Event description:
It was reported that the rigid arthroscope exhibited cracked lens. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1 full name (initial reporter establishment name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation a presumed cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. This report was sent in error as cracked lens would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.